Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of liquid spill on the pcbs (printed circuit board) was found. Three pcbs were replaced and after successful tests the ventilator was sent back in service. No ventilator logs or pictures were provided. The generated technical error code indicating ventilation error is most likely due to the liquid spill. The pcbs were not further investigated since ingress of liquid/corrosive substance on pcbs can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
It was reported that liquid was noted inside the ventilator. A technical error code indicating ventilation error had been generated. There was no patient involvement. (B)(4).